Event description:
It was reported that the right ventricular (rv) lead¿s pace/sense impedance had steadily risen since implant and was now greater than 2,500 ohms. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the lead was explanted at a later date.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The returned lead distal segment was thoroughly analyzed (including destructive analysis) in an attempt to find an explanation for the rising pace/sense impedance described in the event. There were no anomalies observed on the lead distal segment. An in-vivo insulation breach or conductor fracture was not observed during analysis. The lead was returned with non-severe explant damage. The full lead was not returned.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: c154dwk implantable cardioverter defibrillator (ICD)  2008 (B)(6). (B)(4).